Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Patient age, weight and sex provided. Mrn was not released by the site.

Manufacturer narrative:
On 05/19/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 05/20/2015 a medtronic representative, following-up at the site, reported completing the system check-out. Reported issue could not be replicated. All instruments on-site verified and navigated accurately. This was communicated to the biomed representative and the surgeon. No further issues have been reported.

Event description:
A site biomed representative reported that, while in a procedure, the surgeon deemed being approximately 2-3 millimeters inaccurate. No further details regarding the issue, or when in the procedure it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.